Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the siphonguard of a certas valve (ID 828814pl) detached/fractured after implantation. No additional information has been received after several attempts.

Event description:
Na.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The certas valve (ID 828814pl) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to ¿housing tears due to flexing reservoir.¿ or a sharp or pointed object coming into contact with the silicone housing. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.